Event description:
It was reported to bsc/target that during the procedure the gdc 10-3d shape synerg detection circuit broke at the level of the junction with the prowler-14 microcatheter. The gdc 10-3d shape synerg detection circuit was outside of the prowler-14 microcatheter on 1/3 of its length. It was retrieved successfully. The condition of the patient was not affected by this event.